Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
After review of medical records patient was revised to address painful right total hip arthroplasty status post right total hip arthroplasty acetabular revision. Revision notes reported mild hip effusion with inflammatory appearance and found the cup to be in retroversion due to the previous anterior hip replacement. There was no evidence of loosening. There was capsular tissue consistent with mild-to-moderate reactive disease due to the metal but did not appear to be metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Allegations captured on (B)(4) indicate heart attack and stroke after first revision. Stem was in place at the time of these allegations. Patient harms will be updated on the stem to reflect this information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +8.5 hip femoral head; pinnacle mtl ins neut36idx50od hip acetabular liner; pinnacle sector ii cup 50mm hip acetabular cup; summit por taper sz4 std off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address dislocation. Updated ppf alleges metal wear, metallosis, and elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.